Manufacturer narrative:
According to the pt's attorney, a composix mesh was used on the pt. The attorney alleged the pt suffered pain and required surgical intervention as a result. However, no specific injuries or device failures are alleged, there is no indication that the mesh was explanted, and davol's requests for further info and associated medical records have not received a response. With the info provided, it is unk whether the device contributed to the alleged event. This MDR includes all pt, event and device info davol has received to date. No conclusion can be drawn at this time.

Event description:
Per attorney's report: pt underwent repair with composix mesh and as a result suffered unspecified disabling pain and surgical intervention.